Event description:
It was reported that a patient-initiated interrogation (pii) was requested due to loss of consciousness of this patient. Review of the remote monitoring data identified an alert for an accelerated ventricular arrhythmia. The event was detected in the ventricular tachycardia (vt) zone. Three bursts of anti-tachycardia pacing (atp) therapy were delivered which accelerated the arrhythmia into the ventricular fibrillation (vf) zone. Delivery of a 41j shock successfully converted the arrythmia. The device remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060110. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of rhythm acceleration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a patient-initiated interrogation (pii) was requested due to loss of consciousness of this patient. Review of the remote monitoring data identified an alert for an accelerated ventricular arrhythmia. The event was detected in the ventricular tachycardia (vt) zone. Three bursts of anti-tachycardia pacing (atp) therapy were delivered which accelerated the arrhythmia into the ventricular fibrillation (vf) zone. Delivery of a 41j shock successfully converted the arrythmia. The device remains in service and no additional adverse patient effects were reported.